Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the pump became hot. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission: 05-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2018 with the following findings: a review of the pump black box verified that the voltage readings were steady with no sudden drop prior to the reported temperature event on 7-feb-2018. The battery was not returned with the pump. During testing, the pump was successfully run on a 24-hr basal program with no reboots, power loss or overheating occurring. The complaint of overheating was unable to be duplicated during investigation. The pump electrical current draws were within specification. The pump¿s cover was removed and no evidence of moisture or loose components was observed to the power circuit board. The complaint of overheating was unable to be duplicated during investigation. There was no defect found.